Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they have been using the restroom 3-4 times in the middle of the night and cannot make it to the bathroom without wetting themselves. They have increased stimulation, changed programs and have done reprograming and nothing has worked.. Patient was redirected to follow up with their health care professional. No further complications were noted or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had just went through a theft detector at (B)(6) and got shocked. The patient stated it had also occurred at the airport. The patient mentioned they had recently increased stimulation to 3.4v because they had to go to the bathroom, which was clarified further as urinary frequency. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2017-06-22. The hcp reported that the patient had not made contact with their office regarding the urinary frequency and shocking.